Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the medium-large clip applier instrument to perform failure analysis (fa). Fa was not able to confirm nor reproduce the customer reported complaint. The instrument was placed and driven on an in-house system: the instrument passed the recognition and engagement tests and moved intuitively with full range of motion in all directions. The instrument jaws opened and closed properly. The clip test was done three times in different positions and passed each time. The instrument was fully functional. No product issue was identified. Based on the investigation results, customer reported issues may be due to other factors unrelated to the product. No product issue was identified. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problems, including misuse of the product and recognition issues.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted left hemicolectomy surgical procedure, the medium-large clip applier did not close. The user completed the procedure using a backup medium-large clip applier instrument with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) contacted the customer and obtained the following information: the clip was already loaded but did not close properly when inside the patient. The surgeon attempted to clamp on a vessel/tissue bundle one time, but it did not close. Then the instrument was taken outside of the vessel to try to close, and it did not close properly. The issue was not related to clip applier jaws remaining static/not moving when surgeon commanded movement nor was it related to unexpected motion of clip applier while attempting to clip. The issue was related to an unsuccessful clip application. It was not related to the clip opening after closure of the clip. The issue happed on the 2nd clip application. There are no photos/videos of the event.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the large hem-o-lok clip applier instrument involved with this complaint; however, failure analysis has not completed their investigation.